Event description:
The doctor detected a metal particle in the patient's eye during a phacoemulsification procedure. The particle was removed and returned for analysis. The doctor did not know if the particle came from the handpiece or the needle. There was no harm to the patient.